Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. After diagnostics were cleared, normal device function resumed. There were no consequences to the patient.

Manufacturer narrative:
(B)(4).